Event description:
False at/af episodes recorded due to intermittent atrial over sensing. Atrial lead is unipolar. 605137788. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).